Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava perforation, deep vein thrombosis (dvt), migration, pain, hospitalization, anxiety, emotional distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, hospitalization, anxiety, and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis (dvt), pulmonary embolism (pe) prior to orthopedic surgery followed by a successful, open filter retrieval (B)(6) 2011. Patient is alleging device migration, vena cava and organ perforation and pain. Patient notes and further alleges experiencing "hospitalized for 3-4 months", anxiety, and emotional distress. Per the (B)(6) 2010 CT abdomen and pelvis: "ivc filter noted with struts projecting outside of the lumen of the inferior vena cava including one which extends into the uncinate process of the pancreas and one which abuts the second portion of the duodenum. No inflammatory changes are seen at these sites". Per the 01jun2011 CT abdomen and pelvis: "inferior vena cava filter is in place. The struts of the filter have tears through the walls of the inferior vena cava. Blood strut extends into the lower portion of the uncinate process of the pancreas. A second strut extends right laterally into the retroperitoneal fat. Previously, the strut was seen to extend into the wall of the second portion of duodenum. It terminates near the duodenum but does not extend into the wall current study. A third strut extend along the right anterolateral aspect of l3 vertebral body. There is no associated hematoma or inflammatory changes". Per the (B)(6) 2011 successful ivc filter retrieval: "ivc filter struts protruding outside the inferior vena cava just at the level of the renal and ovarian veins in the radial fashion. Five of six struts identified and removed via an open retroperitoneal exploration without complication with subsequent endoluminal transcatheter ivc filter retrieval".